Event description:
Ous MDR after an implantation time of about 8 months, sensing disturbances were reported. System removed: lumax 340 vr-t, MDR 1028232-2008-01243.

Manufacturer narrative:
Ous MDR. As part of the analysis, the mechanical and electrical properties of the lead were tested. There were no deviations from the technical specifications that could be related to the clinical complaint. The cuts in the insulations and the deformation of the shock coils probably were a result of the explantation process. The analysis did not provide any indications of a material defect or manufacturing error.